Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was torn and got stuck inside the cartridge. It was decided to use a new lens also manufactured by jnj. The issue was identified during the use/implantation. The tip of the cartridge touched the eye. Therefore, the customer reported there was no patient involvement. The customer indicated that they do not have any further information regarding this event.

Manufacturer narrative:
Section a2 age or date of birth: customer declined due to personal data protection policy/legislation. Section a4, patient weight: customer declined due to personal data protection policy/legislation. Section a5, ethnicity: customer declined due to personal data protection policy/legislation. Section a6, race: customer declined due to personal data protection policy/legislation section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section e1: address, city, state and zip code: (B)(6). Section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 12, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used which could contribute to the complaint issue. The cartridge tip was damaged. No issues were observed with the lens module, device assembly, plunger rod, and plunger rod advancement. White discoloration was observed below the lens module. No lens was received for evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up the customer updated the doctor's information. Doctor nicolas kahuam. The email was not provided. This current report is to update this information. Section e1, first name, last name: (B)(6). Section e1, email address: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.